Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had received a critical pump error alarm and was damaged. The customer¿s blood glucose level was 91 mg/dl. The customer states there was a crack on the back of the pump. Troubleshooting was performed for critical pump error alarm and damage and noticed a critical pump error message before image. Unable to troubleshoot for fluid in pump as pump is receiving a critical pump error. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing and unable to download due to moisture damage on the electronic assembly. Unable to perform the functional testings including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Unit was received with cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and scratched case.